Manufacturer narrative:
The customer contacted olympus technical assistance support (tac) via phone. Following troubleshooting steps were performed: disconnected the scope, boot up the tower, clean the contacts of the scope with 70 percent ethyl or isopropyl alcohol with a lint-free cloth and repeat the steps again. The customer informed tac of the event. The device will not be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the xenon light source exhibited b30 communication error. The event occurred during inspection for use. There were no reports of patient harm.